Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(4). At 3:55 a.m., an arterial sample collected from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 148 mg/dl. At 4:03 a.m., the same arterial sample was tested in the laboratory using an abbott analyzer, resulting with a glucose value of 59 mg/dl. At 6:43 a.m., a fingerstick sample collected from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 123 mg/dl. At 6:45 a.m., a sample was collected from the patient and tested in the laboratory using an abbott analyzer, resulting with a value of 39 mg/dl. At 6:54 a.m., a venous sample was collected from the patient and tested in the laboratory using an abbott analyzer, resulting with a value of 41 mg/dl. At 7:59 a.m., an arterial sample was collected from the patient and tested using meter serial number (B)(4), resulting with a glucose value of 206 mg/dl. At 8:10 a.m., a venous sample was collected from the patient and tested using meter serial number (B)(4), resulting with a value of 205 mg/dl. The venous sample collected at 8:10 a.m. Was tested using meter serial number (B)(4), resulting with a value of 195 mg/dl at 8:20 a.m.. The arterial sample collected at 7:59 a.m. Was tested using meter serial number (B)(4), resulting with a value of 201 mg/dl at 8:22 a.m.. The venous sample collected at 8:10 a.m. Was tested in the laboratory using an abbott analyzer, resulting with a value of 107 mg/dl at 8:33 a.m.. The arterial sample collected at 7:59 a.m. Was tested in the laboratory using an abbott analyzer, resulting with a value of 110 mg/dl at 8:33 a.m.. The reporter noted that the arterial sample collected at 7:59 a.m. And the venous sample collected at 8:10 a.m. Were watery and appeared to be contaminated even though proper procedures were performed when clearing the patient's line.